Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which the caller successfully performed, resolving the issue and restarting their sensor session without further errors.